Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of a robotic inguinal hernia repair, the patient was having pain and was having trouble walking due to the pain. The patient was examined by the surgeon under robotic laparoscopy and it was confirmed that an inguinal hernia reoccurrence was present in the patient's right inguinal space the mesh was visibly curled on the lateral edge. The hernia was reduced and the mesh dissected but was unable to be explanted.